Event description:
The device reportedly prompted connect electrodes . No additional information regarding the alleged discrepancy was reported. Another device of unspecified manufacture was connected to the patient. This device was used to confirm that the patient was "dead". No additional event information was reported. The reporter indicated patient outcome was not affected by the use due to a lack of patient viability.